Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. An investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 30 apr 2021. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the freestyle libre 2 sensor detached prematurely after bumping against object. The customer experienced dizziness and was taken to the emergency room where she lost consciousness. The customer reported a healthcare meter result of 30 mg/dl, a diagnosis of hypoglycemia, and reportedly treatment of humalog (insulin lispro). Please note the treatment of insulin lispro is contradictory to reported blood glucose result and diagnosis. There was no report of death or permanent injury associated with this event.